Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated alarm "electrical fails code 53" (shuttle transducer offset failure) and system failure. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The failure was verified in the diagnostics. The company representative replaced "pressure transducer" (part number 682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).